Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's cgm kept alerting him that he was low and the reading was around 50 mg/dl. He didn't feel any symptoms so he ate based off of the cgm reading and slept. He did not have a glucometer to check for comparison. Later that day a friend called him and he stated he was feeling symptoms the following symptoms, blurry vision, thirsty, dry mouth, tiredness, difficulty speaking and confusion. He stated that his friend wasn't able to understand him properly and thinks that he was having a stroke, so his friend called 911. He could not remember the cgm reading during that time but stated it was still showing a low value. Paramedics arrived around 04:30pm. They checked his vitals and they did a fingerstick and the reading was 560 mg/dl while the cgm was still reading 50 mg/dl. He does not know if the paramedics gave him medications but they transported him to the emergency room. At the ER, they started an IV and was probably given medications but the patient was not sure. Later that day he was transferred to the intensive care unit (ICU) and stayed at the hospital until (B)(6) 2025 when he was discharged. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ER. No additional patient or event information is available.